Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the distal tip fell off. The basket at the root of the distal tip was deformed. Adhesive was properly applied to the guide wire tip. Omsc assumes that no calculus crushing was performed with the subject device since there was no foreign material attached to the basket. The device history record for the lot indicated no abnormality with the event-related items. Based on the past similar cases, it is surmised that the falling-off of the distal tip into the patient was caused by the following mechanism; (1)since the subject device was removed while the inserted guide wire was bent, the guide wire formed a loop around the distal end of it. (2)the distal tip tangled to the loop of the guide wire, and withdrawal of the basket became impossible. (3)because attempt to remove the subject device was continued, the distal tip fell off from the distal end of the basket. It was likely that the deformation of the basket occurred due to a load in handling. The instruction manual of the device has already warned as follows; when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip.

Event description:
During an endoscopic retrograde cholangiopancreatography, the two bml-v442qr-30s were used. It was reported that the distal tip of the first bml-v442qr-30 fell off into the patient body. The distal tip was retrieved from the patient body with the grasping forceps. The procedure was continued with the second bml-v442qr-30. The distal tip of the second bml-v442qr-30 fell off into the patient body. The distal tip was immediately retrieved from the patient. The procedure was canceled. Regarding the reported event, there was no report of either falling off into the bile duct or into the gastrointestinal tract. There was no further patient injury reported. This report describes the first bml-v442qr-30.